Manufacturer narrative:
One imp,tsv,4.1mm,dual sel,ha (tsv4h10) was returned for investigation (image 1-2). Visual evaluation of the as returned product identified signs of wear and debris about the implant threads. The collar is confirmed to be fractured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 18 (universal) and used for approximately 3.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 62746223. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62746223) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the crown broke off, implant fractured at the hex at tooth location 18.